Event description:
Reporter indicated that the patient had picked through the neck incision site and that the lead was subsequently exposed. The patient subsequently underwent vns therapy system explant surgery due to infection at the pulse generator/pocket area, at which time both the lead (excluding electrodes) and the generator were explanted. Treating physician indicated that at time of initial implant surgery, preoperative antibiotics were prescribed, however, neither intraoperative nor postoperative antibiotics were utilized. The incision sites were irrigated with normal saline solution during the implant surgery. The vns therapy system tunneling tool was used as a single-use-only device during the procedure. It was reported that the patient had undergone either a surgical or dental procedure or invasive monitoring either three months pre or post vns implant surgery, but physician did not provide further detail. It is believed that when indicating that the patient had undergone another procedure, the physician was referring to an intervention related to the infection event, at which time wound breakdown had occurred approximately two weeks post implant. It was reported that a stitch had broken and that the wound subsequently required re-closure. At the time of the re-closure, culture and sensitivity showed no evidence of clinically significant infection, only skin commensal flora. The patient is not implanted with any other devices. Approximately two weeks after the wound was re-closed, the neck wound had healed completely. There was a 3x4 mm open carrier with granulation tissue in the axillary wound, which was treated with aquacol dressings, normal saline solution cleansing, and hydrocel dressings. Approximately ten days later, the patient had reportedly picked the neck incision open and pulled the lead wire to the point that it was exposed through the incision. Explant surgery was performed the following day. Physician's notes from the explant procedure indicate that the lead was fractured. Based on information obtained to date, it is likely that the lead fracture was caused by patient manipulation. At post explant office visit, the wound was almost completely healed. Based on available information, it is believed that the patient manipulation of the incision site was the cause of the reported event. Investigation to date contains neither allegation nor indication that the reported infection was caused by the vns therapy system was sterility of both the lead and generator was confirmed with no indication that sterility was compromised prior to implant surgery.